Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket hematoma. It was further reported that the patient experienced pain and swelling around the implantable pulse generator (ipg) site. The pocket was revised. The ipg remains in use. No further patient complications have been reported as a result of this event.